Manufacturer narrative:
The device was discarded and the lot is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown quantity of vial-mate adapters leaked when they were attached to various drug vials during the mixing process. The customer stated this occurred with several vial-mate adapters including at least 2 with 1g vancomycin and 1 with 500mg of azithromycin. Baxter solution bags were used concomitantly, but there was no allegation against the solution bags. This was identified during mixing prior to patient use. There was no patient involvement. No additional information is available.